Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 4/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with the battery compartment cracked along the side and cracked from the top traveling to the bumper and from the bottom traveling to the bumper. It was also observed that the threads on the returned battery cap were stripped and were unable to secure to the pump. A test battery cap was used and was able to secure for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.